Event description:
While resuscitating a pt the bulb of a laryngoscope broke/fell off into the pt's mouth. The blade was changed and pt was successfully intubated. The bulb was visualized in the mouth after cuff inflated. An x-ray was taken in the emergency dept and the x-ray appeared to show bulb in tube. Unsuccessful attempts were made to suction out the bulb. Next, the physician visualized the bulb behind the tube, above the vocal cords, and was able to remove the bulb via suction. This occurrence did not compromise the pt's condition.